Event description:
It was reported that the 9800 sys had a charger failure error during a case. The 9800 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.